Event description:
The customer reported that the system displayed a 50% partial image on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections on the c-arm and interconnect cable were repaired. The system was tested and found to be working as intended and put back into service.